Manufacturer narrative:
(B)(4)

Event description:
It was reported that after generator replacement in (B)(6) 2015, this patient developed an infection at her generator site. The patient was treated with antibiotics at that time and the infection cleared up. Later the infection returned. The physician explanted the generator on (B)(6) 2016 to allow the patient's infection to heal. A review of device history records showed that both the lead and generator were sterilized prior to distribution.